Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on july 27, 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer went to bed at 304 mg/dl which they used a manual injection to treat with and woke up low. The customer was at 249 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they had several unexplained lows. The customer was using expired reservoirs or sets and stated they believe the pump did not over deliver. Troubleshooting was not completed. The insulin pump will not be returned for analysis.